Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and went the hospital emergency department to have their device checked. It was noted that the right atrial (ra) lead exhibited high thresholds and possible undersensing during atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) may have delivered an inappropriate shock for atrial fibrillation (af) with a rapid ventricular response detected as ventricular fibrillation (vf). The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.